Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damaged to the cartridge. The customer changed the cartridge and was able to successfully resume insulin delivery. There was no adverse impact to the customer's blood glucose level.